Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. Customer¿s blood glucose level over 37 mg/dl. Customer offer low blood glucose but customer declined and said that she was felling okay. Customer was hospitalized but not related to her sugar level. Customer reported that the insulin pump keep saying no device found because the transmitter was already paired to the insulin pump. The insulin pump will not be returned for analysis.